Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the rear response button flexible trace being pulled from the j1005 connector on the ca board, causing an open circuit. The cause of the non-functional response buttons is the unplugged flex pcb cable. The root cause of the pulled trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.